Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the limb ischemia was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of limb ischemia was most likely related to patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not returned from the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 76 year old female presented for impella support. The user facility reported leg ischemia during support that prompted intervention via an antegrade sheath. There was no failure with the pump automated impella controller (aic).